Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope had the angulation system a bit loose. The customer reported that the failure did not occur during the procedure. It was reported that the procedure was completed using the same device. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: light cover glasses adhesive pitted, optical cover glass chipped, optical cover glass adhesive pitted, distal end adhesive lifting, aspiration housing color ring worn, air/water housing color ring worn, button operation inoperative, angulation lower than standard, angulation play, water flow not to specification, water removal not to specification, and electrical safety test not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the foreign material found in the air/water nozzle did not come from an olympus endoscope, however, the identity for the foreign material and the root cause could not be determined. Olympus will continue to monitor field performance for this device.